Event description:
On 11/15/2007, the pt reported experiencing an infusion set separate at the luer connection. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.